Event description:
Customer reported the panorama central station's server shut down, which may have resulted in loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and replaced the radio transceiver board and adjusted the antenna. System was calibrated, and safety tested to factory specifications.